Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge alarm. There was a temporary delay in clearing the alarm, insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.